Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions and generator interface boards were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failure error message and would not boot up. No pt injury was reported.